Event description:
It was reported that 1 day after the rx acculink stent implantation in the left internal carotid artery on (B)(6) 2011, the patient experienced loss of balance and clumsiness. MRI on (B)(6) 2011 showed scattered right and left areas of infarction. The patient was diagnosed with a stroke and was treated with physical therapy. The patient symptoms are improving and he was transferred to a skilled nursing facility on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of stroke and neurological event are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.